Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.